Event description:
One of the closure tops was extremely difficult to remove and the surgeon ended up bending the instrument to remove the top. Additional information received from the sales representative on (B) (6) 2009: a (B) (6) female underwent fusion surgery on the lower lumbar to sacral region for degenerative disc disease. The surgeon had to remove five closure tops as he cut the rod too short. The closure top at s1 was particularly difficult to remove and the surgeon bent the shaft of the universal driver. Due to the counter torque tube, the handle of the driver was not very accessible for gripping and the surgeon bent and twisted the shaft of the driver. The prongs on the driver were still in tact. The surgeon was able to complete the removal of the closure top with the driver. There was minimal surgical delay, and there was no harm to the patient. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Evaluation is pending.